Event description:
Reported by the customer as: "pump ran various different speeds than what was programmed while connected to a patient. Pump continued to infuse even when the door was open. Pharmacist tested the pump and also noted the fluctuating infusion rates. No harm to patient. Pump may have been dropped." Pt injury? No.

Manufacturer narrative:
Actual device was evaluated. Results: visual examination revealed fluid ingress (pump rated as ipx1) and damaged/cracked front and rear case. Found that the pcb and pump mechanism were corroded. Conclusions: failure from being dropped and then subsequent fluid ingress directly cause the pcb to not function as designed. Device damage and fluid ingress was directly caused by mishandling of the pump. The pump was dropped or abused. The pump should have been sent in per the labeling, which directs them to return the pump and not use it if it has been dropped and/or their is obvious damage to the exterior.